Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed and the reported issue was not confirmed. However, error code 41622 was identified, indicating a motor rate error. The cause was traced to a faulty cam flex sensor. The cam flex sensor was replaced and the device then passed all testing.

Event description:
It was reported that the device had a pcea dose cord button stuck alarm, and last error code 14622. There was unknown reported patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.